Event description:
The customer reported that every time they dial the selected energy to 10, it jumps up to 20.

Manufacturer narrative:
The factory has not yet received the device for evaluation and this complaint is still under investigation.